Event description:
The patient underwent left tka (triathlon cs insert and triathlon cr femoral component was used). She had a chief complaint of painless crepitant rale 10 months after the tka. 1 year after the operation, impression was confirmed for distal patella from the x-ray image. When the second surgery for the issue was performed, scar tissue which occurred from anterior part of the intercondylar fossa was impinged between femoral component and insert and impression was confirmed for the distal patella. Removing of scar tissue and patella replacement were performed. Then the issue was disappeared. The surgeon stated, "during the primary surgery, large bone spur of distal patella was removed. The patella became low position due to quadriceps weakness. Raised patella spur, femoral component and anterior insert caused mechanical irritation and soft tissue was occurred. The soft tissue caused this painless crepitant rale."

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown femoral component 5510-f-xx1. The following device was also listed in this report: unknown insert; cat# 5531-g-xxx; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Remain implanted in the patient.